Event description:
It was reported that the patient presented in-hospital with sepsis and a large hematoma. The physician was unsure if the pacemaker system contributed to the infection; the entire system was explanted. There are no plans to implant a new system immediately. The patient was stable post-procedure.